Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead had dislodged and was repositioned on (B)(6) 2010. A second dislodgement occurred and the lead was explanted.